Event description:
It was reported that a vns pt, who had been scheduled for generator replacement, rec'd a high lead impedance warning during intraoperative diagnostic testing. Generator diagnostics were performed on the pt's new generator and confirmed proper device function. Troubleshooting steps were performed and subsequent diagnostic tests resulted in the same high impedance warning. Follow up with the pt's treating vns therapy physician revealed that there had been no events of trauma which could have contributed to the event. The pt's implanting surgeon elected not to replace the pt's lead at the time of surgery due to the lack of pt consent, though the revision eventually occurred at a later date. The explanted device was returned to the MFR where it is currently awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.